Event description:
A ventilator was returned to the manufacturer for ventilation service required condition on the device. There was no harm or injury reported. The device was replaced with another one. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for atmospheric pressure sensor test. The sensor board was replaced on the device.